Event description:
It was reported that the customer went to the emergency room and was hospitalized in the intensive care unit with a blood glucose level of 661 mg/dl. The suspected cause was due to the customer not being able to bolus due to an occlusion. The customer was treated with intravenous fluids of saline with potassium chloride, insulin and dextrose. The customer was released with the issue resolved and no permanent damage. The customer reverted to an alternative method of insulin therapy.